Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (b)(4.

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc breast implant and experienced deflation on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2020.

Manufacturer narrative:
On dec 1 2020, additional information was received indicating the explantation date was (B)(6) 2020. On dec 2 2020, additional information was received indicating the replacement device was a saline mentor breast implant (serial number 9446189-054). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the device was discarded post-explantation. Manufacturer¿s reference number: (B)(4).